Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a low power alert and did not address the alert by charging the pump. Subsequently, the pump declared a malfunction alarm and stopped all insulin delivery. There was no impact to the customers blood glucose (bg) level. It was indicated that the pump shut down due to insufficient battery charge. The customer plugged in the pump and it turned on. It was indicated that the customer had manual injections available as alternate insulin therapy until the replacement pump was received.